Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: lid device and power module devices, (B)(6) 2020. The serial number was unknown; therefore, the device manufacture date was unknown. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: serial number unknown; (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece/modular device became hot while being used together with the lid device and power module devices. It was further reported that the device could not be used due to the heat. It was reported that the device was left on the back table to cool down, however it was still very hot to touch after several minutes. The reporter indicated that they did not know which of the devices caused the issue. It was reported that there was a five-minute delay in surgery because a small battery drive device needed to be opened. It was reported that the procedure was completed as intended. There was patient involvement reported. It was reported that there was no harm to the user or patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). G1-2: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 2/10/2016. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 7/21/2020 to 7/27/2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, it was determined that there was excessive debris inside the sub-assembly components, the bottom trigger was binding, and the ball bearings were corroded. It was further observed that the device had a sticky trigger and a lid leak tightness test failure. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for sticky trigger and check condition and function of triggers. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.